Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device break probable root cause: design inadequate material selection to support movement/manipulation by user. Inadequate molding/assembly design, poor strength of design manufacturing. Cannula not assembled, molded or machined to specification application. Excessive force. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device broke during procedure. No pieces fell into the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during procedure. No pieces fell into the joint.